Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during device receipt inspection, the unit was found with blinking led (light emitting diode) light around the transducer receptacle. The led does not turn green and display found not working.

Manufacturer narrative:
This supplemental report is being submitted to provide the customer response and updates please see updated sections: b5,e1,e2,e3,g4, g7, h2, h6 and h10.

Event description:
Updates on this event reported: event was found by customer during his routine inspection. There was no patient involvement on this event reported.